Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # 908c34. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage and the anvil returned inside a plastic bag. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged and the anvil could not be inserted. No functional test was performed due to the condition of the trocar. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 908c34, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported during a laparoscopic low anterior resection, the firing force was quite higher than usual at the 1st firing during anastomosis. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.